Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit failed the membrane leak test. There was no patient involvement.

Manufacturer narrative:
Updated data: b3, b4, g3, g6, h2, h10.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1. The fse that encountered the issue replaced the safety disk. The fse performed a complete pm with full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer. The maquet failure analysis and testing dept. Received safety disk associated with this complaint with a reported unit failure of a failed safety disk leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Ran the all manifold test and it failed the safety disk leak portion. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure.